Manufacturer narrative:
The device was received in normal range of operation. Analysis of device was performed, including output, impedance measurement and lead insertion test, no anomalies were noted. Longevity assessment was performed, device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Serial number.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up after implantation, there was no low voltage output and increased pacing lead impedance (pli) noted on the ventricular and atrial channels. It was suspected that a connection anomaly between the device and leads may be the cause. During the revision procedure, the leads had acceptable measurements on the pacing system analyzer. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.